Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after taking the 21 g x 1.25 in. Bd vacutainer® eclipse¿ blood collection needle out, the grey needle sleeve did not retract causing blood splatters. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: bd received photos from the customer facility for investigation. The customer photos were evaluated and the customer¿s indicated failure mode of ¿sleeve leakage¿ with the incident lot was observed. Bd is aware of the issue and corrective actions have been established and are in the process of being implemented. However, further investigation activities have been conducted relating to this product issue and the most likely root cause has been identified. Additionally, corrective actions and procedures are being implemented or have been put in place to prevent future occurrences of this issue. Based on the investigation, the most likely root cause has been identified for the reported incidents, and a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents.